Event description:
Leak test performed with methylene blue. Leak from the body of the port specially when the tube was stressed. Port removed and replaced. Patient advised no sensation of band, volume check showed discrepancy and yellow fluid.

Manufacturer narrative:
Complaint for leak was confirmed in the port when downward pressure was applied to the strain relief. The production records for the port was reviewed and no discrepancies or non-conformances recorded. Product was manufactured to specification. Unable to determine root cause.